Event description:
It was reported that during an eval conducted by a MFR field service tech, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR, however the overheating complaint could not be replicated. Eval of internal components revealed that the rotor was lodged in the motor assembly due to corrosion contamination. This condition can result in excessive friction and heat generation.